Event description:
The international customer sent the v60 unit to the international service center for routine periodic maintenance. The service technician during service identified vent inop occurrence per review of the diagnostic event log. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician performed review of the device diagnostic history log and found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The international service technician replaced the data acquisition pcba (printed circuit board) to motor controller pcba cable and attached the mc board retention bracket to address the finding.